Event description:
It was reported that the piston was coming out of the backside of the insulin pump where the logo is located. It was stated that the customer's blood glucose was higher than usual, and the insulin pump was not delivering insulin properly. Advised that the customer should discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a cracked case display corners. Also the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.